Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Results of investigation the avea trained customer repaired the ventilator and returned the core user interface module (uim) to carefusion. The uim was evaluated and the reported issue was duplicated. The control board was isolated as the suspect component and a failure investigation was performed. The failure analysis lab was not able to duplicate the reported failure during laboratory testing but upon visual inspection, damage to the control board was found and missing components were noted.

Event description:
The customer reported the screen on this avea ventilator does not power up. The customer reported that the screen was blank. The customer stated that this unit was not on a patient.